Event description:
Late 70¿s female with history of severe aortic stenosis. Procedure: transcatheter aortic valve replacement (tavr). The valve of the manta was deformed causing the manta to not work properly, this made it so the manta closure device would not move into the sheath. 2 devices used without success. An angioseal closure device was successfully used on the third attempt. No known harm to patient. Patient discharged next day. Manufacturer response for device, hemostasis, vascular, manta (per site reporter). Will obtain. Manufacturer response for device, hemostasis, vascular, manta (per site reporter). Will obtain.